Event description:
It was reported that this patient experience dizziness, it was found that this right ventricular lead (rv) experience noise, oversensing, pacing inhibition and out of range high pacing impedance, as a result this lead was surgically abandoned. No additional adverse patient effects were reported.